Event description:
Information received indicates the h/low function of the bed is not rising evenly and the head of the bed is drifting.

Manufacturer narrative:
After checking the valves for leaking fluid the technician replaced the hydraulic manifold to repair the bed.